Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by the customer's mother via phone call that the insulin pump alarmed compromised force sensor system. He also stated that he believed that the pump alarmed a60 as well. The customer's blood glucose was 289 mg/dl. During troubleshooting, the drive support cap appeared to be normal. During troubleshooting, the customer stated that the drive support cap had not been pressed while he was connected to the pump and that the drive support cap was not sticking out. The customer was advised that the possible cause of the compromised force sensor system occurred during seating the force sensor, which did not detect the reservoir. The customer was advised to disconnect from the insulin pump and to revert to back-up plan. He stated that as per his health care provider, he has insulin and syringes as his back-up plan. The customer was advised that the insulin pump will need to be replaced. The pump was returned for analysis. Nothing further reported.